Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, the two returned segments, from the terminal end and middle of the lead, underwent testing. Laboratory analysis of each of these segments showed no evidence of defect, malfunction, or non-induced damage. Analysis determined these lead segments met specification.

Event description:
This report is being filed to submit the results of lead analysis.

Event description:
Additional information was received indicating that the patient expired approximately one and a half months after their wound was packed. No additional information was provided.

Manufacturer narrative:
This report is being filed to update h6 (added death code).

Event description:
Additional information was received indicating that the patient expired approximately one and a half months after their wound was packed. No additional information was provided.

Event description:
It was reported that the patient with this implanted system had an infection with sepsis. The wound was packed but no device removal was scheduled at that time. No additional adverse patient effects were reported.